Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the system was not booting up. Hard drive was replaced and the system is fully functional now. The suspect hard have been not received by manufacturer for evaluation.

Event description:
A medtronic representative reported that the navigation system was turned on using proper procedure. The main cart went through the proper boot up sequence until home screen. After home screen the log in screen was not loading. System had a black screen with no log in page. Representative power cycled the system over five times which resolved the issue. There was no patient present at the time of the issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.